Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the IV tubing set leaked after the bag of fluids was spiked and priming the tube. After inspection, it was found that the tubing had a hole in it. Although requested, additional information was not provided.